Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous proximal to distal left circumflex artery (lcx). After placement of a 2.50 x 26 mm non-boston scientific (non-bsc) stent and a 3.00 x 20 mm synergy in the proximal lcx, an opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During opticross retrieval, the catheter got stuck on the distal edge of the non-bsc stent. The catheter was disassembled, and an attempt was made to advance the guide extension, but a twist occurred near the guide catheter and the opticross could not be released. The physician thought it was possible that the twist was triggered during an operation after the opticross became stuck. During the release operation, the opticross broke. A balloon was inflated at the location where the opticross and stent were stuck and a double guide was used, but the opticross could not be released. The guiding catheter was changed to 7 fr, and the twisted catheter was able to be successfully removed with no fragments remaining in the patient. Since separation occurred in the left main, a 3.50 x 8 mm stent was placed and bailout was completed. There were no patient complications.

Manufacturer narrative:
Device analysis findings: the device was returned for analysis. Visual inspection revealed that the catheter and sheath were twisted and kinked, and the returned unit was split into three pieces, with the telescope and sheath detached. Microscopic inspection showed that the guidewire exit port was damage, a detached heat shrink from the hub, and a broken imaging core drive shaft, while the distal section of the tip remained in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. During product analysis, the twisted imaging window and drive cable indicate that the device was advanced into the patients anatomy while rotating, although it cannot be confirmed whether the motor drive unit (mdu) was on or off during insertion. Since the device is not designed to withstand the forces encountered when advancing while rotating, this condition can result in excessive torque buildup, leading to material twisting, detachment, and the catheter becoming stuck in a lesion or stent. Per the instructions for use (IFU), the mdu shall remain off when inserting the device into the patient. Due to the difficulty encountered during removal, an additional device was required to manage and remove the catheter during the procedure.

Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous proximal to distal left circumflex artery (lcx). After placement of a 2.50 x 26 mm non-boston scientific (non-bsc) stent and a 3.00 x 20 mm synergy in the proximal lcx, an opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During opticross retrieval, the catheter got stuck on the distal edge of the non-bsc stent. The catheter was disassembled, and an attempt was made to advance the guide extension, but a twist occurred near the guide catheter and the opticross could not be released. The physician thought it was possible that the twist was triggered during an operation after the opticross became stuck. During the release operation, the opticross broke. A balloon was inflated at the location where the opticross and stent were stuck and a double guide was used, but the opticross could not be released. The guiding catheter was changed to 7 fr, and the twisted catheter was able to be successfully removed with no fragments remaining in the patient. Since separation occurred in the left main, a 3.50 x 8 mm stent was placed and bailout was completed. There were no patient complications.